Manufacturer narrative:
No sample were returned for evaluation, therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Because a sample was not returned and no lot number was provided, the root cause cannot be determined. Per feedback from a company trainer ..."technician went to the facility, changed pneumatic module for vitrectomy problems. Before, he performed measured and noted that values were out of tolerated interval while it was in the low part inside the interval at installation. He also whanged fluidic module (even if it was new), without improvement. A new cable for the footswitch will be sent." This issue does not appear to be related to the probe. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. The root cause is unknown. (B)(4).

Event description:
A surgeon reported that she could not activate or deactivate the cutter with the footswitch during a vitrectomy procedure. The priming and tests were unremarkable. The surgeon activated the vitrectomy probe, and the noise was a "weak thump" which gave her the impression that there was a leak inside of the system. The surgeon stated that vitrectomy probe did not cut correctly. They tried different cut speed, without any improvement. The surgery was prolonged but was able to competed with no harm to the pt.